Event description:
Event description cpi received information that during a replacement procedure of an implantable cardioverter defibrillator (ICD), the physician noted a fracture of the myocardial leads. The physician elected to remove the leads from service.